Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: norvasc, fergon, razadyne ER, lopressor, pravachol, zoloft. (B)(4). A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 6.0 cm x 5.4 cm in diameter, and was implanted with three gore® excluder® aaa endoprostheses featuring c3® delivery system. Additionally, microcatheter embolization was performed on three accessory branches of the right internal iliac artery using interlocking coils. Embolization was successfully achieved without coverage of the right internal iliac artery. The patient tolerated the procedure without any evidence of endoleak. On (B)(6) 2015, the patient underwent reintervention and a gore® excluder® aortic extender component was placed. The patient tolerated the procedure with no obvious evidence of endoleak.